Event description:
It was reported that during a returned order service a will not occlude alarm occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with scratched lens; tamper seals were broken. There was no evidence of the reported error in the event history log. The reported problem was duplicated. The allegation was confirmed as the investigation found that the downstream occlusion (dso) seal was nonreactive which caused the reported problem. It was recommended that the downstream occlusion (dso) seal be replaced as corrective action. The root cause of the reported problem is unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: date device returned to manufacturer: changed from 09/26/2022 to 09/30/2022.